Manufacturer narrative:
Device passed the full functional test including the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. However, device received with pump error 43 alarm during rewind due to corroded motor home switch. Formatted history confirmed pump error 43 alarm due to corroded motor home switch. Device received with fading serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm but were not able to complete the rewind process. Customer stated that reservoir was leaked and piston did not come down. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.